Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that a patient underwent a device explant surgery and subsequent replacement due to infection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a device explant surgery and subsequent replacement due to infection.